Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 3. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.